Event description:
The device was returned to the MFR with no accompanying information or packaging. This report is being filed for the findings upon follow-up. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device eval found that the device was returned in good visual condition but heavily contaminated indicating use in the field. The device was free of cracks and passed a pin gap test. Upon eval, the device was pressure tested. The device sleeve showed no signs of leaking when tested alone. When tested with the obturator inserted, the device showed signs of a minor leak. As no packaging was returned with the device, the device history record could not be reviewed.